Event description:
It was reported that during a lead repositioning procedure, the pulse generator exhibited loss of output and the patient went asystolic. The pulse generator was explanted and replaced successfully. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.